Event description:
Nurse inspected IV tubing and found 1 cm airspaces alternating with 1 cm fluid spaces from pump all the way to patient. Pump did not alarm for air in tubing. Biomedical engineering inspected pump, unable to re-create problem. Pump appears to be working appropriately. Patient was not injured.====================== health professional's impression======================defective pump or defective tubing

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 2.8 inr/4.2 inr caller states patient had a nosebleed prior to testing; no medical treatment required. No actions taken based on device result. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.